Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Event description:
The user received a questionable result for one patient sample for troponin t stat generation 4 (troponin t). The initial result was <0.010 ug/l. The user repeated the sample with results of 0.18 ug/l and 0.20 ug/l. No information was provided to determine if the erroneous result was reported outside the laboratory or if the patient was adversely affected. The troponin t reagent lot number and expiration date were not provided.

Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted the user was allowing a clotting time of only 15 minutes which was too short compared to the tube manufacturer's recommendations. This is a possible root cause for this event. There were no reports of adverse events.

Manufacturer narrative:
New, additional information was received regarding this event. Sections have been updated with new information the erroneous low result was not reported to the physician as the laboratory had a protocol in place for repeat testing. The patient was not harmed or adversely affected due to the event. The patient's current condition was unknown. The results were as follows: initial: 0.010 ug/l with a data flag first repeat 0.200 ug/l with a data flag second repeat 0.181 ug/l with a data flag the troponin t reagent lot number was 00164354. The expiration date was not provided.